Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from the back of the alinity I analyzer. The customer stated there was a loud sound and a burning smell coming from the lower back of the alinity I analyzer. It was also noted that there was smoke seen coming from the back of the analyzer. There was no impact to patient management, user safety, or facility damage reported. No injuries were reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a loud noise and smoke emerging from the lower back of an alinity I processing module, sn (B)(6). No fire was observed, and no injury occurred. During troubleshooting, the fsr inspected the power supply and found it not working. The fsr replaced the main power supply, processing module, part number a-30103383-02, which resolved the issue. No evidence of burn damage to the part was observed. The analyzer was returned to normal operation. There have been no further occurrences of smoke after the main power supply was replaced by the fsr. A review found the 2021 ul certification memo contains adequate information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.